Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported ischemic event to the gi tract and bleeding could not be conclusively established through this evaluation. Multiple requests for additional information were sent to the account; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for testing. The heartmate 3 lvas IFU, (rev. C) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from the manufacturing quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient presented with an ischemic event to the gi (gastrointestinal) track and was brought to the operating room (or) for bowel resection. Post operation course complicated by bleeding. Unsure if ischemic event is vad (ventricular assist device) related. Vad functioning as expected. The patient was discharged home since reported event and remained stable as outpatient and would continue to be followed. Additional information was requested but not provided.